Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a transplant procedure. Following the completion of the transplant procedure, the surgeon requested an evaluation of the explanted pump. The patient was implanted as bridge to transplant. There were no reports of any adverse events or device issues throughout the duration of lvad support. Upon evaluation of the returned pump, thrombus was noted.

Manufacturer narrative:
Approximate age of device: 102 days. Evaluation of the returned pump revealed thin tissue-like thrombus formations were adhered around the inlet bearing cup and inlet bearing ball. The thrombi appeared similar in size and structure, indicating that they likely developed as one formation and broke apart upon disassembly. Although it appeared to be in the early stages of development, the thrombus appeared to have formed in laminated layers and showed darker areas of potential denaturation indicating that it likely developed on the bearings over an undetermined amount of time while the pump was operating. Examination of the remaining blood-contacting surfaces revealed no deposition or thrombus formation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists thrombosis as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.